Event description:
Boston scientific received information that this lead was repositioned due to lead dislodgement as well as phrenic stimulation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.